Manufacturer narrative:
This report is submitted on september 14, 2022.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device. Hardware exchange attempts were made; however, the issue could not be resolved. The device was explanted (specific date not reported) and the patient was implanted with a new device.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2022. Device analysis indicated device failure. Device analysis report is attached. This report is submitted on april 24, 2023.